Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 32 mg/dl. Cause was undefined. Customer alleged that cause may have been due to stress, but it was not confirmed. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: based on the review conducted, there is no evidence that the pump experienced a malfunction or failure.